Event description:
It was reported that a home patient (hp) experienced a burning smell while using a homechoice (hc) device. The smell was noticed while the hp was setting up therapy after a power failure on the hc device. The hc will be exchanged. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The homechoice (hc) was returned and analyzed. An event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device passed the rite (returned instrument test evaluation) electrical test, but failed the rite functional test as the device would not power up. Internal/external inspection revealed an overheated solid state relay (ssr) on the alternating current component printed circuit board (accomp pcb) and confirmed the electrical odor. A test accomp pcb was installed and the electrical odor dissipated. The device powered up and a simulated therapy was performed with no issues noted. The assignable cause of the reported condition was determined to be an overheated ssr. The accomp pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.